Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle, nerve and pocket stimulation when their right atrial (ra) lead was set at nominal outputs. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.